Event description:
It was reported that during a laparoscopic gastric bypass, the blue plastic trocar, which is part of the ecs21 circular stapler, broke into two pieces. The non-pointed part of the trocar remains in the pt. The instrument showed up on x-ray. A decision not to remove was made by the surgeon. No additional pt consequence was reported.